Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 1-6 from the distal end of the stent were undamaged; the remainder of the stent was damaged. The proximal end of the stent was bunched distally. The undamaged crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10-may-2017. It was reported that crossing difficulties were encountered. The 86% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After predilation was performed using a 2.x20 non-bsc balloon catheter, a 2.50 x 24mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. The physician attempted again to cross the device but was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.